Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the numbers were ramping up and the scroll bar was moving up and down without input from the user. Customer's blood glucose was 163 mg/dl. Customer agreed to return the insulin pump for analysis.